Manufacturer narrative:
Block h6 device code a06 is being used to capture the reportable event of scope - loss of visualization.

Event description:
It was reported to boston scientific corporation that a exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure, the customer reported that the scope functioned well initially, but the image went black and visualization was lost after the physician extracted the stones. The account tried several troubleshooting steps to resolve the issue but was only able to get the initial boot up screen. The procedure was completed with a non bsc scope. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure, the customer reported that the scope functioned well initially, but the image went black and visualization was lost after the physician extracted the stones. The account tried several troubleshooting steps to resolve the issue but was only able to get the initial boot up screen. The procedure was completed with a non bsc scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a06 is being used to capture the reportable event of scope - loss of visualization. Block h11: the returned exalt model d single-use duodenoscope was analyzed. A visual and functional inspection was performed. The device did not exhibit any visible damage. However, during the functional inspection, no image was displayed when the device was connected to the capital equipment. Additionally, during the electrical test, the measurements were outside the normal range. The device was disassembled, and after replacing the camera, the capital equipment displayed an image as expected. Therefore, the reported event of "scope loss of visualization" could not be confirmed. Based on all gathered information, the probable cause selected is cause traced to component failure, as the event cannot be traced to a manufacturing deficiency or design issue, but rather to a random failure of a specific component.